Event description:
Information received with return of the device does not address the patient's clinical status but notes output and telemetry anomalies and that the device was "dead" at the time of attempted implant.